Event description:
A notification was received from a patient that had e-mailed the esupport line. He reported he had been experiencing a racing heart rate for the last few weeks. He was concerned it may be linked to using the recalled bicarbonate product. Follow up was conducted with the patient's associated hemodialysis clinic. According to his registered nurse, the patient has a baseline of fast heart rate. He reported the patient's heart rate runs in the 90's. He denied infection symptoms and further reports the patient did not require any medical intervention and is doing well. He was continuing on hemodialysis. No sample was available.

Manufacturer narrative:
There has not been a lot number reported and therefore we are unable to conclusively determine if the product was part of a recall. Although, we are unable to obtain the lot number, the patient indicated usage of a lot within the scope of the recall. A plant investigation is in process and a supplemental medwatch will be submitted upon it's completion. Lot number and sample is not available. The plant investigation is in progress and a supplemental medwatch will be submitted upon it's completion.

Manufacturer narrative:
The actual device involved is not available for evaluation and the specific lot number is not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three (3) months prior to the event the investigation revealed that lots 14nmlb01, 14nmlb012, 14pmlb006 and 14smlb005 were recalled on may 15, 2015. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. The reported issue of the fast heartbeat was reported by the user facility's registered nurse as the patient's baseline and no medical intervention was required. A CAPA has been initiated to address the issue of the recalled product.